Event description:
The facility's biomedical engineering department reported the pump to have an 812:02 failure code. Information was not provided regarding whether or not the device was in use when the reported failure occurred. No patient injury has been reported. Attempts were made by baxter customer service to obtain extra information regarding patient status, medical intervention, age of patient and the medication involved but no additional details are known. No additional contacts were provided.